Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they tightened the needle intra-operatively, the suture was broken. They replaced the suture to complete the case.